Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site (date of event unknown). The physician administered pain relief patches which were unsuccessful in resolving the issue as the pain recurred. Reprogramming attempts were made to no avail. Subsequently, surgical intervention was undertaken to explant the patient's entire scs system.